Manufacturer narrative:
The reported event was confirmed cause unknown.one sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way temp sensing catheter. Visual inspection of the sample noted 1 three-way temp sensing catheter was tested using a multimeter and could not get a consistent reading. No damage to the cord was noted. The return sample did not meets the specification stating that " nominal resistance for 2,252 ohms at 25ºc ± 0.2 ºc of the reference thermometer. 1,354 ohms at 37ºc ± 0.1 ºc of the reference thermometer. 1,152 ohms at 41ºc ± 0.2 ºc of the reference thermometer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the displayed temperature did not rise over 32 degrees in the temperature sensing foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the displayed temperature did not rise over 32 degrees in the temperature sensing foley catheter.